Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead was disabled and subsequently capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk ICD, implanted: (B)(6) 2007. (B)(4).